Event description:
Customer reported the device alarmed no delivery. Customer's blood glucose was 136 mg/dl. Alarm and possible causes were explained to the customer. Customer had all ready removed the infusion set out of the body. Fixed prime was performed and insulin did exit. The cannula was not bent. Troubleshooting for high blood glucose was performed for 230 mg/dl. High pressure test was performed and device failed twice. Possible occlusion on the reservoir or infusion set. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. No unexpected max delivery alarm or delivery anomaly noted during testing. The device was received with minor scratched lcd window and cracked reservoir tube lip.